Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2009. It was reported the ipg has given the low battery warning. As a result, the pt contacted the MFR's technical services and with their help, the pt was able to clear the low battery warning. The pt was referred to his physician for further assistance and examination. No add'l details are available at this time.